Event description:
It was reported to olympus, that the endoeye flex deflectable videoscope had poor video. The issue occurred during a therapeutic procedure and it was completed with the same device. Inspection and testing of the returned device found that there was no image due to noise caused by a broken imaging cable. There were no reports of patient harm associated with the event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned for evaluation and the customers allegation was confirmed. It was noted that adhesive on the bending section rubber had a chip and there were scratches noted throughout the device. The universal cord was dirty and the label on the video connector was peeled. The bending section could not fixed firmly due to damage to the forceps elevator lever. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. Although it was determined that the defect was likely caused due to breakage of the image sensor unit including disconnection by stress of repeated use, external factors, or handling, or that the components including ic chip and capacitor mounted on the electric circuit board had a defect, a definitive root cause of the defect could not be identified. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.